Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be pogo-pin failure. During the reported patient-involved event, three incomplete manual power ons were recorded, which would suggest the device was powering off suddenly, as detailed in the reported complaint. As the event memory had previously become full after 41 manual power ons of up to 21-minute duration, no further event data could be obtained. Upon receipt, the 350p failed to power on correctly. The device powered off suddenly each time it attempted to power on and displayed no flashing status indicator. This was attributed to a failure of the +ve terminal pogo-pin, which failed to spring into the normal position. The defect had inhibited electrical connection between the AED and pad-pak battery, resulting in an unstable power supply to the 350p. Upon replacing the pogo-pin with a known good component, the device underwent extensive testing of all critical functions, performing to specification throughout. The device has been retained by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.